Manufacturer narrative:
The device was cleaned and evaluated. Service and repair disassembled the drill; bearings and housing were replaced and the device was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. This occured prior to use. There was no impact on the patient or staff.